Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently unresponsive to contrast button presses. The keypad was removed and adhesive/contamination was observed under the contrast button contact.

Event description:
The pt contacted animas alleging that the pump was intermittently unresponsive to ok and down arrow button presses. The pt claimed that the down button would sometime get stuck.